Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call he had several health issues that caused him to get off the pump. The customer has been off the pump since (B)(6) 2014. The customer ruptured two arteries and had a heart attack but did not mention an incident date. No further details are provided.